Event description:
A customer reported that the pump triggered an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support instructed the customer to clean the speaker holes and remove any obstructions, and the customer was able to resume insulin after these actions. However, the alarm recurred, and the caller was advised to load a new cartridge when ready, with additional guidance provided to prevent future altitude alarms. The customer understood the instructions and acknowledged them.